Event description:
It was reported the patient experienced underdose symptoms and less than 50% therapy relief and went to the hospital. Telemetry was performed and the healthcare professional (hcp) noted a motor stall occurred with no recovery. There was no evidence of an MRI exam. The hcp decided to replace the pump. The patient was doing well and receiving the correct therapy following the pump replacement. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)4(): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a motor gear train anomaly due to corrosion. The stall was due to gear wheel 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.